Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with medical records provided. Consult notes identified early component wear and signs of release (loosening) compatible with aseptic release. Pain, swelling and limited range of motion. Osteolysis was identified around the cup and stem based on x-ray. Metallosis and pseudotumor was identified as well. Review of the device history record(s) for identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05399, 0002648920 - 2019 - 00910, 0002648920 - 2019 - 00911, 0002648920 - 2019 - 00912.

Event description:
It was reported the patient underwent total hip arthroplasty. Approximately 6 years later the patient is experiencing severe pain, limited rom, and swelling in the hip joint and will undergo revision surgery for explant of the products due to aseptic loosening, osteolysis, pseudotumor, and metallosis. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.